Event description:
Removal of fractured infuse-a-port catheter from right ventricle with transesophageal echocardiogram. Removal of old infuse-a-port. Placement of new right subclavian infuse-a-port.

Event description:
Add'l info rec'd from MFR 10/07/04: the device was returned to MFR for eval and the eval has been completed. Evaluation indicates that the catheter break and embolization is caused by placement of the device between the clavicle and the first rib resulting in a 'pinch-off'. The complaint of subcutaneous break and embolization is confirmed as user related. The damage found on the returned complaint sample is consistent with a clavicle-first rib compression fracture. The flattened outer diameter, elliptical orifice, and the jagged and irregular cross sectional veneer at the distal end of the port/catheter assembly and the proximal end of the distal section confirms this. Clavicle/first rib compression is a coplication associated with the medial insertion of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface such as the first rib or tough connective tissue until the tubing fails, and may break away. The severed end of the tubing is then free to travel with the blood blow toward the heart and lungs. This is a complication which bas warns the user in the products IFU.